Event description:
It was reported that: during the procedure - during the stage of peeling away the sheath, we ended up valve dismantling from the inner portion of sheath and we had to remove the left over by snare. Due to snare there was a lot of blood loss noted, so they had to take the patient back to stable condition. Patient was a female patient, she is fine. Anatomical insertion site of device: left ijv dept. Where event occurred: dialysis device removed in its entirety. No device replacement. We could remove the whole left over by snare and patient is doing fine. Therapy delayed / interrupted.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: during the procedure - during the stage of peeling away the sheath, we ended up valve dismantling from the inner portion of sheath and we had to remove the left over by snare. Due to snare there was a lot of blood loss noted, so they had to take the patient back to stable condition. Patient was a female patient, she is fine. Anatomical insertion site of device: left ijv. Dept. Where event occurred: dialysis. Device removed in its entirety. No device replacement. We could remove the whole left over by snare and patient is doing fine. Therapy delayed / interrupted.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a defective peel-away was able to be confirmed by the photo. The sheath was wavy and deformed at the locations of separation. A device history record review was performed, and two relevant findings were identified. Two non-conformances were initiated to address the issue of "peel-away sheath tears incorrectly". This failure appears to be identical to the failures addressed by the non-conformances. The IFU provided with the kit informs the user, "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel". The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the customer supplied photo. Visual analysis of the pictured sheath revealed that it did not separate along the score lines as intended. Based on the sample returned and the fact that the sheath is a purchased component, this is likely a supplier issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.